Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece disengaged from the tip of the device jaws during cleaning. No parts fell in the patient and all parts were retrieved. No patient injury reported. Another ligasure device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found the jaws damaged. The reported condition was not confirmed. The investigation found the instrument was bloody and subjected to heavy use. The tip was bent and the seal plate separated from the jaws. No pieces were missing. The bent tip indicates the user grasped a thick or hard bundle of tissue using the tip of the jaws causing the tip to bend. The investigation identified the root cause of the reported event to be the user applying excessive force while grasping with the tip of the jaws.